Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, gender or weight. The fse was dispatched to the customer's site on (B)(6) 2017 and performed the following service activities: the wash wheel was removed and cleaned. The incubator belt and pipettors were verified. Calibration and a 20 repetition precision run was performed using access accutni+3 and access ck-mb low controls; both passing precision specifications. Controls were processed through the cta (closed tube aliquotor) and recovered out of range low. Controls loaded directly on the access 2 immunoassay system, (bypassing the cta) passed. Inspection of the probe and the syringe on the cta did not reveal any issues; however, they were both proactively replaced. Accuracy and carryover tests along with control recovery performed after all service activities were then meeting specifications. In conclusion: there is sufficient evidence provided to suggest a hardware malfunction as the cause of the event, although no one component can be implicated.

Event description:
On (B)(6) 2017 the customer reported obtaining erroneous troponin I (access accutni+3) results on the access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system (serial number (B)(4)) for six (6) patients obtained on (B)(6) 2017. The initial results were below or near the access accutni+3 reference range. Repeat analysis performed two days later on the laboratory's alternate access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system (serial number was not provided.) Generated higher results, at or above the normal reference range. The initial results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The patients' samples were collected in lithium heparin gel separator tubes that were centrifuged at 3756 revolutions per minute (rpm) for ten (10) minutes. No issues with sample integrity was noted. The patient samples and quality control are run through the closed tube aliquator (cta). Creatine kinase-muscle brain isoform (access ck-mb) quality control (qc) was recovering within range from (B)(6) 2017. After the event, access accutni+3 and access ck-mb qc recovered below the expected ranges. System check met instrument specifications after the event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to evaluate the instrument.